Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that, during calibration of the heartstart mrx defibrillator during servicing, the etco2 failed the flow test. There was no patient involvement. .